Manufacturer narrative:
(B)(4). D10 - oxf twin-peg cmntd fem sm PMA, item#: 161468, lot#: 124440; oxf uni tib tray sz c lm PMA, item#: 154722, lot#: 163640. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00151; 3002806535-2023-00155. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a knee revision surgery due to unknown reason. Approximately four (4) years ten (10) months from initial surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device are used for treatment. Radiographs were provided and reviewed by a radiologist. No significant findings noted given the images provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.